Event description:
It was reported that a patient was having problems with his implantable neurostimulator and with the leads ¿rubbing on his vertebrae.¿ it was reported that ¿you could see the ins and leads poking out under his skin.¿ it was reported that the patient¿s managing hcp (healthcare professional) suspected that the electrodes may have broken. It was stated that x-rays have not been taken. It was reported that the patient had acute pain. It was stated that the problems started as the patient began to lose weight due to changes in his medication. It was stated that the patient got off his medication in july and ¿probably around mid-october it started becoming uncomfortable and has gotten progressively worse. It was stated that the patient planned to have the device removed. It was noted that the hcp had told the patient that they were waiting for ¿prior authorization¿ from the manufacturer.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).